Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the heat exchanger is leaking. Associated malfunctions for this device: gear clamps and tubing leaking.